Event description:
Reportedly, inserted anvil into the proximal side of rectum and inserted the instrument into the distal side of rectum. The surgeon fired the device to perform end to side anastomosis. After that, the anvil tilted properly, but since the mucosal layer was not cut partially, the device was not able to be removed. Cut the uncut area with an electric cautery under direct vision, and then, cut the anastomosed area, performed end to end anastomosis with manual suturing. Procedure: lar.